Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient did not charge their ipg as recommended and the ipg became unable to communicate with external devices. As a result, surgical intervention may be undertaken to address the issue.

Event description:
The patient did not mention charging the ipg, the ipg became unable to communicate with external devices.

Manufacturer narrative:
Correction - b5: charging not mentioned. Correction - h6: medical device problem code updated.